Event description:
On (B)(6) 2025, the user reported a hospitalization that occurred approximately six months prior. The event involved elevated blood glucose (bg) levels up to 500[?]mg/dl, followed by a low bg of 40[?]mg/dl upon arrival at the emergency room (ER). The user attributed the event to delayed infusion set change and a bent cannula. The user self-administered a manual insulin injection prior to seeking care. In the ER, the user was treated with apple juice and discharged the same day. No long-term health effects were reported.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No motor errors or delivery malfunctions were identified in the device engineering logs. The user alleged that the event was caused by a bent cannula; however, no evidence of a site-related issue was found in the data reviewed from 13-dec-2024 to 15-dec-2024. During this time, cgm and device logs showed insulin delivery in response to glucose levels, with no interruption in infusion. The user's glucose ranged from 47mg/dl to 253mg/dl, and inconsistent meal announcements were noted. The ilet functioned as intended. Should additional information become available, a supplemental report will be submitted.